Manufacturer narrative:
This report was received from a literature article. Sinha s, fok m, davenport a, et al. Use of the embedded peritoneal dialysis catheter. Ann r coll surg engl. 2018;100(7):534-544. Doi:10.1308/rcsann.2018.0088. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a study, 18 peritoneal dialysis (pd) patients experienced several episodes of peritonitis. The cause and treatment were not reported. It was not reported if the patients were hospitalized for the events. At the time of this report, the patients outcome and action taken with pd therapy were not reported. No additional information is available.